Event description:
A malfunction alarm was reported with code "malf 0" which was resettable and did not cause the customer's blood glucose level to exceed safe limits. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reoccurred.